Manufacturer narrative:
There were multiple lot numbers that may have been involved. The information for each lot number is as follows: medical device lot #: 9170785, medical device expiration date: na, device manufacture date: (B)(6) 2019. Medical device lot #: 0114454, medical device expiration date: na, device manufacture date: (B)(6) 2020. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary. No CAPA required.

Event description:
It was reported that 80 bd¿ oral dispensing syringes 1 ml experienced foreign matter contamination. The following information was provided by the initial reporter: we have received a complaint regarding foreign substances within filled bd syringes. The complaints have been registered against both the 3ml and 1ml syringes. Going forward there will be 100% visual inspection occurring for this particular market and this may result in further instances of foreign matter being identified.